Event description:
It was reported that the day of implant the patient experienced sharp pleuritic pain. A chest x-ray showed a pneumothorax. The patient was given pain medication and the issue was resolved at time of discharge. The three leads (atrial lead, right ventricular (rv) lead, and left ventricular (lv) lead) remain in use. The patient is enrolled in (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.